Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow faults. Although a specific cause for the low flow events could not conclusively be determined, the account communicated that the low flow events were due to the patient¿s right ventricle failure and significant diuresis. Additionally, a specific cause for the reported syncope events, as well as a direct correlation to the device, could not conclusively be determined through this evaluation. It was reported that the patient had syncopal and low flow events. The submitted controller event log file contained data from (B)(6) 2021 at 12:50:10 to (B)(6) 2021 at 13:20:37. On (B)(6) 2021, there were numerous events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 7 low flow faults. No other abnormal events were captured ¿ the only other events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the log file. The pump appeared to operate as expected. Per additional information from the vad coordinator, the low flow events were caused by right ventricle failure and significant diuresis. The low flow alarms resolved with diuresis. The device reportedly operated as expected. The patient¿s syncope, lightheadedness and dizziness had resolved. The patient was discharged home from index hospitalization with a follow up in clinic on (B)(6) 2021. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. Heartmate 3 lvas instructions for use (IFU), and heartmate 3 lvas patient handbook, are currently available. Section 1 of the heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 30oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having ongoing syncopal events, some occurred when the patient was having low flow events. The patient's log file was sent in for review. The log file did not capture any low flow events, but did capture lower flows on (B)(6) 2021 which did not persist long enough to trigger low flow alarms. There were no other unusual events recorded in the event log. The low flows were reportedly caused by right ventricular failure. The alarms resolved with diuresis. The patient's syncope and lightheadedness and dizziness resolved.